Event description:
It was reported that, just following implant, that this right ventricular lead had dislodged. A revision procedure was scheduled but the patient expired prior to the date of the procedure. Additional information received from the field representative indicated that the dislodgement could not be confirmed via x-ray and that increased thresholds had been noted and were believed to be due to patient condition. They physician did not believe that the dislodgement caused or contributed to the patient death. It was also reported that the patient entered kidney failure prior to implant. No information was available regarding lead whereabouts.